Event description:
It was reported that the patient presented with fever due to infection. The system was explanted on (B)(6) 2017 and replaced on (B)(6) 2017. The patient was stable during and post procedure.